Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. A complete lead was returned in one piece. Visual examination found that the helix was retracted and covered with body fluids. The helix could be extended and retracted after cleaning and applying torque directly to the connector pin. The cause was isolated to the dried body fluids in the helix housing. Electrical testing, visual, and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial (ra) lead was unable to fixate to the myocardium. The lead was not implanted and replaced during the procedure on (B)(6) 2021.